Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that near the end of a procedure, before weaning, the patient monitoring alarms were raised. The customer performed an examination and confirmed that multiple bubbles had been delivered to the patient. A bubble sensor was not used during the procedure. The customer has stated that the tank was full during the entire procedure and the level never dropped below 1000ml. The customer does not know if the source of the bubbles was the terumo disposables or the sorin s5 system. The patient is still alive, but is brain dead. A sorin group field service representative was dispatched to the facility to investigate. The service representative inspected the entire sorin s5 system concerning alarms and assignments and did not discover any anomalies. A serial readout was performed for the arterial pump and cardioplegia pump and sent to sorin group (B)(4) for analysis. Analysis of the serial readouts did not identify any significant hardware or software errors. The pumps were running without issue. Sorin group deutschland has concluded that the s5 system was working correctly. As the issue could not be confirmed or reproduced, a root cause could not be determined and no corrective actions were identified. Use of the bubble detection functionality is recommended in the instructions for use (IFU). A review of the DHR was unable to identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on-site; readout returned.

Event description:
Sorin group (B)(4) received a report that near the end of a procedure, before weaning, the patient monitoring alarms were raised. The customer performed an examination and confirmed that multiple bubbles had been delivered to the patient. A bubble sensor was not used during the procedure. The customer has stated that the tank was full during the entire procedure and the level never dropped below 1000ml. The customer does not know if the source of the bubbles was the terumo disposables or from the sorin s5 system. The patient is still alive, but is brain dead.